Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent exploratory laparotomy, total abdominal hysterectomy/bilateral salpingo-oophorectomy due to stress urinary incontinence. Following implantation the patient experienced localized pelvic pain, vaginal infections, painful urination, painful intercourse, recurrence of urinary incontinence, depression, anxiety and severe emotional distress. The patient underwent corrective surgery of mesh extrusion on (B)(6) 2005. No additional information was provided. (B)(4).